Event description:
The customer reported that they received a 'leak detected in centrifuge' alarm approximately 274 minutes into a mono nuclear cell (mnc) collection procedure and noticed a plasma spray along the basin of centrifuge. Patient's identifier and age are not available at this time. This report is being filed in response to the customer filing a medwatch report, which was found during an internal maude database search.

Manufacturer narrative:
Additional evaluation codes used for method: data validation investigation: the disposable set was returned for investigation. Upon visual inspection, dried blood was noted on the cap of the collect chamber and on the cap bond tubing bond socket. The tubing connected to the chamber cap was identified as the leak source. The collect tubing detached from the collect chamber cap bond socket with minimal force. The end of the detached tubing was inspected and determined to have an insufficient amount of solvent applied to maintain a viable bond. Disposable engineering was consulted and confirmed the findings. Manufacturing operating procedures were reviewed for changes to the collect chamber and collect tubing which may have contributed to the failure, none were identified. The tubing vendor and collect chamber vendor trace records were reviewed as well, no changes product change shave been made by either vendor and no manufacturing issues occurred which may have resulted in the failure. The solvent dispenser maintenance records were reviewed and were found to be within compliance. The cause was identified as a manufacturing error in which an insufficient amount of solvent was applied during the manufacturing process. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the spectra optia system operated as intended. Root cause: the root cause remains undetermined however, possible root causes include butare not limited to; manufacturing operator error (failure to properly follow the manufacturing procedures), manufacturing equipment failure (solvent dispenser failure), or assembly processor.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Root cause: the root cause of this issue is an inadequate solvent bond between the chamber and the tubing. Correction: as a correction to this issue, the assembly instructions have been updated to require that there is full insertion of the tube into the bond socket when bonding the two parts together. Additionally, the instructions no longer allow the part to be rebonded if the original bond did not meet specification. Corrective/preventive action: a CAPA request has been submitted for this issue.